Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented in clinic after receiving a patient notifier. Non sustained lead noise episodes were observed. A sensing latency between the biv pace and discriminator channels was observed. Reprogramming of the device was performed. The patient will be monitored normally.